Manufacturer narrative:
Manufacturer's report date on: (B)(4) 2013. Internal file no: (B)(4). Although requested, the valve has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.

Event description:
A home infusion pt experienced leaking from the mp1000-c valve. The pt was taught to disinfect the valve for 15 seconds using alcohol prior to use. Upon flushing the valve with normal saline the pt experienced leaking and noted cracks in the clear plastic housing of the valve. The previous day the pt had changed the valve and completed an IV push antibiotic (ceftriaxone 2gm in 20/30ml syringe) without any incident. The valve is normally changed on a weekly basis. The pt was on vacation in the outer banks of (B)(6) and the customer was thinking the cracks might be due to extreme temperature changes. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.